Event description:
The customer confirmed the intended procedure was completed with the operation of cv1500.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon of the "failure of button 2 (procedure delayed)", was caused by the button 2 did not work because this foreign material caused a contact failure. The root cause could not be identified. Additionally, the phenomenon of "foreign material came out from the nozzle", was due to the inside of the nozzle was clogged with black solid material and white fibrous material. It was found that the black solid was silicon-based resin (rubber). Silicon rubber is used for the packing of the air/water button, the packing of the water container connector the rubber of the injection tube mounting part, etc., and it is possible that debris mixed in due to deterioration led to clogging. The white fibrous material was found to be cellulose. It was round and twisted, so it can be inferred that it is cloth-based cellulose and derived from cotton cloth such as gauze. If cloth-based cellulose was used in the surrounding area, the foreign material may have originated. However, the root cause could not be specified. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿ inspection of the remote switches 1 press every remote switch. 2 confirm that the assigned functions work normally. "Chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ [inspection of the endoscope] 9 inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Inspection of the objective lens cleaning function inspection of the water feeding function inspection of the water feeding function 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 3 uncover the spray valve hole and confirm that water is no longer flowing in the endoscopic image and that the valve returns to its original position smoothly. Inspection of the spray function 1 cover the spray valve hole with your finger. 2 while keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image. 3 uncover the spray valve hole and confirm that water is no longer flowing in the endoscopic image and that the valve returns to its original position smoothly. Inspection of removing the remaining water from the objective lens 1 cover the spray valve hole and confirm that air is emitted and that the residual water on the objective surface is removed and the endoscopic image is clearly visible. 2 release the spray valve." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation. The evaluation found the following: number 2 button malfunctioned. A foreign object came out of the nozzle. Water/air flow through nozzle did not meet standards bending section cover adhesive noted chipped and cracked bending section cover adhesive noted cloudy. Objective lens adhesive noted cloudy. Light guide lens adhesive noted cloudy. Distal end cover collapsed. Insertion tube scratched and discolored. Suction cylinder scraped. Insertion tube defects. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during an upper endoscopy, the number 2 button of the gastrointestinal videoscope malfunctioned. There was an unspecified procedure delay that occurred. The device was returned for evaluation. During evaluation, a foreign object came out of the nozzles. This report is being submitted for the a foreign object that came out of the nozzle during the device evaluation. It was confirmed that there were no patient or user harm associated with this event. Attempts to retrieve additional information from the customer are in progress.